Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, non-sustained oversensing was noted due to post-paced t-wave oversensing. Reprogramming changes were recommended. The patient was stable with no consequences.